Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.